Event description:
Pt initially experienced nausea, vomiting, diarrhea and muscle aches while using tampax super plus tampons. The following day, pt had temp of 102 f for which parent gave tylenol. On evening of the next day, pt requested parent take pt to the doctor. Cbc at first care clinic showed wbc=18,000. Even though aware pt was menstruating, physician discharged pt after one dose biaxin. Two hours after clinic visit, the parent contacted pt pediatrician after noting the pt had tachycardia and low bp. Pediatrician advised family member to remove the tampon and take pt immediately to hospital ER. At the ER, IV fluids were initiated and a vaginal culture was done (negative). During early am the following day, pt was admitted to pediatric ICU diagnosed with probable toxic shock syndrome.